Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a patient died during a resuscitation attempt. Additional details have been requested.

Event description:
A customer reported that they were unable to use the device to monitor a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer reported that the device was not in use on the patient when the patient died. There was no attempt to defibrillate the patient. A philips field service engineer (fse) determined that the customer's reported problem was caused by the user's selection of ECG capture via external paddles while the patient was being monitored via ECG electrodes. No ECG strips or case events files were provided by the customer for review. The device passed all performance tests. Philips requested but did not receive additional information related to the event. Philips was not able to confirm the reported problem. Because the problem could not be recreated, the cause cannot be determined. The available information from this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.